Event description:
The following was reported to hamilton medical ag: "when hospital staff were using this c1 on a patient, technical event: 232005 appeared on the screen, an alarm sounded, and it switched to ambient mode, so they replaced it with another ventilator." The patient was not harmed, and no consequences occurred.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
Investigation outcome: complaint description: when hospital staff were using this c1 on a patient, technical event: 232005 appeared on the screen, an alarm sounded, and it switched to ambient mode, so they replaced it with another ventilator. No health consequences or impact. The hamilton c1 was checked by the technician on site. A strange noise could be heard coming from the fan and the fan was identified the source of the issue. This case is considered as closed.